Manufacturer narrative:
(B)(4). This complaint for peritonitis is confirmed because the event description reported that the patient caused a breach in aseptic technique. A breach in aseptic technique is defined as a use error which can result in peritonitis. A review of all batch record documents was performed for h11e22067, h11d08119, and h11c07113 with no issues noted. Labeling review was found to be sufficient for the use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv). This is a spontaneous report by a consumer with supplemental information by a nurse from the (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On an unreported date in 2011, the patient made mistake/touch contamination. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was made mistake/touch contamination. The patient was retrained. The patient was treated with vancomycin, ip, and 120 mg daily for 14 days. On an unreported date, the patient had recovered from peritonitis and the outcome for made mistake/touch contamination was not reported. Dianeal therapy was ongoing. The nurse reported the peritonitis was not related to dianeal therapy. The nurse did not provide the casuality for made mistake/touch contamination.